Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for 1 patient tested for both elecsys ft4 ii assay (ft4 ii) and elecsys tsh assay (tsh) and 1 patient tested for elecsys total psa immunoassay (tpsa) on a cobas 8000 e 602 module. Patient #1 had an initial ft4 ii result of <0.023 ng/dl and an initial tsh result of 0.03 miu/ml. The results were released outside of the laboratory, but the doctor questioned the initial results as they did not correlate to the patient¿s clinical picture. The doctor requested thyroid function testing with a new sample on (B)(6) 2017. A ft4 ii result of 1.26 ng/dl and a tsh result of 3.64 miu/ml were obtained from cobas e602 serial number (B)(4). These results were deemed to be correct and a corrected report was issued. The original sample was then repeated with a ft4 ii result of 1.35 ng/dl and a tsh result of 2.52 miu/ml. Patient #2 had an initial tpsa result of 0.02 ng/ml on (B)(6) 2017 from cobas e602 serial number (B)(4). The initial result was released outside of the laboratory, but the doctor questioned the initial result as the patient had a tpsa result of 14.74 ng/ml back on (B)(6) 2017. The sample from (B)(6) 2017 was retested and a tpsa result of 9.24 was obtained. A second sample was collected and a tpsa result of 9.50 ng/ml was obtained. There were no allegations of an adverse event. The reagent lot and expiration date information for ft4 ii, tsh, and tpsa was requested but was not provided. The previous calibrations, qc performance, and external survey testing results for tsh, ft4 ii, and tpsa on both analyzers were reviewed, all of which were found to be satisfactory. The samples had been processed by a modular pre-analytics (mpa) system. Further investigation showed that the probable root cause was improper pre-analytics. There was a thin film of blood at the top of the sample tubes. If the cobas e602 sample probe touches this thin film of blood, it may have caused the sample probe to aspirate too early resulting in incorrect volume of sample being pipetted. Review of the serum quality check images from the mpa were satisfactory.

Manufacturer narrative:
For both cobas e602s involved, the previous calibrations, qc, and external survey data for tsh, ft4, and tpsa were reviewed and were satisfactory. The investigation is currently ongoing.

Manufacturer narrative:
Patient 2 tpsa result from (B)(6) 2017 was 14.71 ng/ml, not 14.74 ng/ml as previously reported. An analyzer malfunction was not found. A problem with the mpa was not found. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Based on pictures provided the insufficient pipetting by the analyzer was caused by the presence of dried sample material. It could not be determined what caused the dried sample. The customer has not reported any other similar issues since this event.